Manufacturer narrative:
05/01/2000 - supplemental report #1 sent to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the cage was not counter sunk, therefore it was iritating the nerve root. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.